Event description:
The rptr stated that she had a side by side meter to health care professional meter comparision, from different fingersticks. The result on her meter was 161 mg/dl, and the dr's meter (type unknown) read 170 mg/dl. At the same time a lab draw was done. She reported that the lab result was 231 mg/ml. She did not report having any symptoms. Two control solution tests were in range, 120 and 125 (97-145).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8